Event description:
The pt was implanted with an itrel neurostimulator on 04/30/1997 for treatment of pain due to arachnoiditis and failed back surgery syndrome. The itrel 3 ipg, lead, and extension were explanted on 07/07/1999 and returned to the MFR for analysis on 07/28/1999. The hcp stated the device was removed due to intermittent stimulation and shocking. The hcp has requested return of the ipg to him for the pt without destructive analysis for a trial. Another itrel 3, lead, and extension were implanted on 07/07/1999. The MFR has requested, but not received follow-up info from the hcp.